Manufacturer narrative:
The pth sample was run again and it was in range. The probable cause of the event was unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 a customer reported on the aia-360 sn# (B)(4), a proficiency failure for pth assay. The pth sample was run again and it was in range. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.